Event description:
Nellcor puritan bennett received information stating, "while cleaning inside patient's mouth, doctor found that the device stopped cycling. After rebooted, it resumed working." The patient was not harmed or injured as a result of the event.